Event description:
The reporter indicated that a haptic of a 12.6mm vicm5_12.6 -5.50 diopter implantable collamer lens tore and got stuck in cartridge, no patient contact. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).